Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed but not replicated. Error 23236 was present in the sytem logs. The fse was unable to replicate the cart drive issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia unilateral and umbilical hernia tapp surgical procedure, the customer noted that the patient side cart (psc0 could not be driven an a system message related to the psc handlebar was displaying. The customer received phone assistance from the technical service engineer (tse). The tse confirmed error 23236 in the system logs and noted additional handlebar initialization and direction test errors. Tse then guided the customer through powering off the psc using the emergency power off and verified that nothing was contacting the handlebar during startup, but these steps did not resolve the reported event. The customer subsequently swapped to another psc to proceed with the surgical procedure. The procedure was aborted to another dv system with no reported injury. Intuitive followed up and confirmed patient demographics are not available.